Event description:
Sales consultant reported that account complained that while inserting a 4.5mm cannulated screw under normal torquing force, the threads peeled off. The screw and all pieces were retrieved.

Manufacturer narrative:
Synthes is unable to determine a manufacture date without a lot number.